Event description:
It was reported that this right atrial (ra) lead presented high out of range impedance measurements and noisy signals, with the suspected cause being that lead became dislodged. The lead was removed from the patient and after some tissues was removed from its tip, it was tested on analyzer, where it showed good impedance, pacing and sensing measurements. The lead was repositioned and remains in service. No additional adverse patient effects were reported.